Event description:
Allegedly the patient was revised due to failed right hip, wright dynasty implant.

Manufacturer narrative:
This investigation is not complete. The trends will be evaluated. This report will be updated when the investigation is complete.